Event description:
Reportedly, this device was explanted after approximately a 6 year, 2 month implant duration due to aortic stenosis and coronary artery disease.

Manufacturer narrative:
Device not returned.